Event description:
A customer contacted beckman coulter inc. (Bci) in regards to 18 erroneous high sodium (na) and calcium (ca) and low chloride (cl) results generated by unicel dxc 800 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. The samples were repeated and the results were amended. Patient treatment was not impacted by this event.

Manufacturer narrative:
Calibration failed prior to the event for various ise analytes. The system was calibrated by the technician and qc was within established ranges. Post calibration patients' runs failed delta check since ise reference range was low (10%), a new bottle of reagent was placed on the system. Qc and calibration passed and the patient samples were rerun with no issues. A bci field service engineer (fse) inspected the unit and did not report any instrument or hardware issues. Fse reviewed the instrument performance and all results were within specifications.